Event description:
Report of device system explant due to "meningitis/severe infection" received per annual device tracking report. Follow up with hcp revealed onset of the infection was in 2000 with diagnosis 2 days later. Pt was diagnosed with meningitis with symptoms of fever, redness, drainage, and meningeal signs and symptoms. The primary location of the infection was the catheter track. A culture was obtained from the lumbar region and was positive for pseudomonas, enterococcus, and coag-negative staphylococcus. The pt was treated by total system explant and IV antibiotics. The pt was hospitalized for 6 weeks for antibiotic treatment. There were no sequela of the hospitalization.